Event description:
The customer alleged exposure to cidex and experienced an eye irritation and a sore throat. The customer did not wear personal protective equipment (ppe). The customer did not seek medical attention or require or require treatment. A service engineer went to the facility to assess the unit.

Manufacturer narrative:
Sore throat. Capital equipment, evaluated at customer site. The customer reported that a service engineer went to the facility the following day to empty and repair the unit.